Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that there was communication failure between the ipg and remote control. The patient underwent an ipg replacement procedure.